Manufacturer narrative:
The device was evaluated by a field service technician. The f.s.t. Replaced both batteries and the unit is working properly.

Event description:
Alleges scooter tipped over.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges scooter tipped over.